Event description:
Customer reported unexpected negative reactions on the galileo when testing a pt specimen containing an anti-fya.

Manufacturer narrative:
Confirmed the presence of the fya antigen on retention capture-r ready-screen (crrs) lot k126 and capture-r ready-ID, lot id081. The returned sample was tested manually with retention crrs, lot k126, the specimen was qns for testing on the galileo. The sample was negative. The same samples were tested on capture select with panocell reagent red blood cells. The sample demonstrated weak positive reactive with two fy(a+) cells. The sample was qns any add'l testing.